Event description:
Info received that the foot end casters do not hold when set. No injury reported.

Manufacturer narrative:
Bed was found in the bed shop. Technician found the foot end casters dod not hold when set. Replaced the foot end casters to resolve this issue. The account supplied the part.